Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported that a patient was injected with1 cc of juvéderm® volux¿ xc in the chin and 3 cc of juvéderm® voluma¿ xc in the malar, cheekbone and pyriform fossa. Approximately a month later, patient developed inflammation, hardness, redness and pain in the chin, malar, and risorio. Patient was treated with urbanos 40 mg, prednisone 30 mg, doxycycline and hyaluronidase. This record is for juvéderm® voluma¿ xc.